Event description:
A surgeon at the user facility provided additional information indicating there was not pt impact/injury associated with this event.

Event description:
A surgeon reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.